Event description:
After using amo total moisture complete for approx 3 weeks, I started having trouble with my right eye. I went through 2 months of misdiagnosis and lost nearly all my vision before getting the correct diagnosis of acanthamoeba keratitis. Dose or amount - daily. Dates of use - three weeks in 2007. Diagnosis - to disinfect contacts.